Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('perforation/migration (misplacement of essure coils)/one or both have migrated out of fallopian tubes') and uterine haemorrhage ('bleeding: abnormal uterine bleeding') in an adult female patient who had essure (batch no. A85500(r),12577944(l)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation". The patient's medical history included endometrial ablation (novasure) in 2013, multigravida, parity 4, gonorrhea, uti, appendectomy and loop electrosurgical excision procedure. Denies dysmenorrhea, dyspareunia. Previously administered products included for an unreported indication: mirena, amoxicillin and doxycycline. Past adverse reactions to the above products included fungal infection with amoxicillin; and hypersensitivity with doxycycline. Concurrent conditions included vaginal discharge (white), diarrhea, abdominal pain, bloating, coital bleeding, ovarian cyst, uterine cyst, constipation, nabothian cyst and pelvic adhesions. Concomitant products included antibiotics for diarrhea. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pain: chronic pelvic pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total laparoscopic hysterectomy, left salpingectomy, right salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, uterine haemorrhage, pelvic pain and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: surgical pathology report: adenomyosis, myometrium of uterus proliferative endometrium, disordered pattern, benign. Uterine cervix and endocervix negative for dysplasia. Hemorrhagic corpus luteum cyst right ovary with tubo-adipose ovarian adhesions. Portion of fallopian tube, left. Insertion detail: essure placement, novasure and d and c with hysteroscopy. Discrepancy noted in removal date reported: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: findings: does not have an iud. Impression: complex right ovarian mass. Mild pelvic fluid. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, abnormal uterine bleeding, medical device monitoring error." Lot number a85500(right tube), 12577944 (left tube). Expiration date: 01feb2016 ¿ left tube and 01jan2016 ¿ right tube incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('perforation/migration (misplacement of essure coils)/one or both have migrated out of fallopian tubes') and uterine haemorrhage ('bleeding: abnormal uterine bleeding') in an adult female patient who had essure (batch no. A85500(r),12577944(l)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation". The patient's medical history included endometrial ablation (novasure) in 2013, multigravida, parity 4, gonorrhea, uti, appendectomy and loop electrosurgical excision procedure. Denies dysmenorrhea, dyspareunia. Previously administered products included for an unreported indication: mirena, amoxicillin and doxycycline. Past adverse reactions to the above products included fungal infection with amoxicillin; and hypersensitivity with doxycycline. Concurrent conditions included vaginal discharge (white), diarrhea, abdominal pain, bloating, coital bleeding, ovarian cyst, uterine cyst, constipation, nabothian cyst and pelvic adhesions. Concomitant products included antibiotics for diarrhea. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pain: chronic pelvic pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total laparoscopic hysterectomy, left salpingectomy, right salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, uterine haemorrhage, pelvic pain and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: surgical pathology report: adenomyosis, myometrium of uterus proliferative endometrium, disordered pattern, benign. Uterine cervix and endocervix negative for dysplasia. Hemorrhagic corpus luteum cyst right ovary with tubo-adipose ovarian adhesions. Portion of fallopian tube, left. Insertion detail: essure placement, novasure and d and c with hysteroscopy. Discrepancy noted in removal date reported : (B)(6) 2019 and (B)(6) 2019 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: findings: does not have an iud. Impression: complex right ovarian mass. Mild pelvic fluid. Lot number: 12577944 manufacture date: 2013-06 expiration date: 2016-02 lot number: a85500 manufacture date:2013-01 expiration date: 2016-01 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.